Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was eol due to increased battery impedance. The eri occurred (B)(6) after the software installation. Also, the external charger will not charge to 100%. The pt has received another recharger from the hosp and will be on holiday for (B)(6).